Event description:
Original right atrial lead is attached to the battery depleted zephyr dr model 5820 pacemaker generator. However, the anchor screw will not detach from the right atrial lead despite extensive effort using different sizes of wrenches. A set screw malfunction is consistently observed and ultimately the set screw will not respond to any mechanism and therefore right atrial lead was severed, capped and abandoned. A new right atrial lead was placed successfully guided by fluoroscopy and venogram. The new right atrial lead was placed to the right atrial appendage location.